Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2015 with blood glucose of 29 mg/dl. Customer was hospitalized due to low blood glucose. Troubleshooting was performed for low blood glucose. Customer states that low blood glucose was due to not eating enough. While checking insulin pump events, it was found that there were two unexplained boluses. Customer was advised to call back in order to perform displacement test.